Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint pain and urgency urination. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), migraine ("migraine headaches / migraines"), allergy to metals ("allergic/hypersensitivity reaction: to nickel / nickel allergy") with rash and urticaria, bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), mood altered ("hormonal changes/ hormonal changes describe: mood"), headache ("headaches"), alopecia ("hair loss"), hot flush ("hot flashes"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding vaginal bleeding") and menorrhagia (" abnormal bleedingmenrorhagia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and adnexa uteri pain ("right side of ovaries"). The patient was treated with surgery (hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, allergy to metals, bladder disorder, urinary tract disorder, mood altered, headache, alopecia, perineal pain, adnexa uteri pain, hot flush, hypersensitivity, vaginal haemorrhage and menorrhagia outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, mood altered, pelvic pain, perineal pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Coils of essure pulled out of cornua in 3 separate pieces. Skin rash improved within a few weeks of removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: rashes. Most recent follow-up information incorporated above includes: on 19-feb-2019: pfs received- pt of hormone level abnormal updated to mood altered. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint pain and urgency urination. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea"), dyspareunia ("painful intercourse / dyspareunia"), migraine ("migraine headaches / migraines"), allergy to metals ("allergic/hypersensitivity reaction: to nickel / nickel allergy") with rash and urticaria, hormone level abnormal ("hormonal changes"), headache ("headaches"), alopecia ("hair loss"), hot flush ("hot flashes") and hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), perineal pain ("perineal pain") and adnexa uteri pain ("right side of ovaries"). The patient was treated with surgery (she underwent a procedure to remove essure device, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, allergy to metals, bladder disorder, urinary tract disorder, hormone level abnormal, headache, alopecia, perineal pain, adnexa uteri pain, hot flush and hypersensitivity outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, migraine, pelvic pain, perineal pain and urinary tract disorder to be related to essure. The reporter commented: she sought treatment for her symptoms. Coils of essure pulled out of cornua in 3 separate pieces. Skin rash improved within a few weeks of removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: rashes. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet received: hot flashes and allergic reaction events was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint pain and urgency urination. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea"), dyspareunia ("painful intercourse / dyspareunia"), migraine ("migraine headaches / migraines"), allergy to metals ("allergic/hypersensitivity reaction: to nickel / nickel allergy") with rash and urticaria, hormone level abnormal ("hormonal changes"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), perineal pain ("perineal pain") and adnexa uteri pain ("right side of ovaries"). The patient was treated with surgery (she underwent a procedure to remove essure device, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, allergy to metals, bladder disorder, urinary tract disorder, hormone level abnormal, headache, alopecia, perineal pain and adnexa uteri pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain, perineal pain and urinary tract disorder to be related to essure. The reporter commented: she sought treatment for her symptoms. Coils of essure pulled out of cornua in 3 separate pieces. Skin rash improved within a few weeks of removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: rashes. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (general), allergic/hypersensitivity reaction: to nickel, bladder or urinary problems, hormonal changes, headaches, hair loss, right side of ovaries, perineal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint pain and urgency urination. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea"), dyspareunia ("painful intercourse / dyspareunia"), migraine ("migraine headaches / migraines"), allergy to metals ("allergic/hypersensitivity reaction: to nickel / nickel allergy") with rash and urticaria, headache ("headaches"), alopecia ("hair loss"), hot flush ("hot flashes"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding vaginal bleeding") and menorrhagia (" abnormal bleedingmenrorhagia") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), perineal pain ("perineal pain") and adnexa uteri pain ("right side of ovaries"). The patient was treated with surgery (she underwent a procedure to remove essure device, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, allergy to metals, bladder disorder, urinary tract disorder, hormone level abnormal, headache, alopecia, perineal pain, adnexa uteri pain, hot flush, hypersensitivity, vaginal haemorrhage and menorrhagia outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, migraine, pelvic pain, perineal pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Coils of essure pulled out of cornua in 3 separate pieces. Skin rash improved within a few weeks of removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: rashes. Most recent follow-up information incorporated above includes: on 12-nov-2018: new pfs received- new event vaginal bleeding and menorrhagia were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), urticaria ("hives") and migraine ("migraine headaches"). The patient was treated with surgery (she underwent a procedure to remove essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, rash, dysmenorrhoea, dyspareunia, abdominal pain, urticaria and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash and urticaria to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.